Event description:
It was reported that the blade broke during a surgical procedure and became stuck in the handpiece. It was further reported that the procedure was not delayed and that it did not affect or harm the patient. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint has not returned for evaluation. Lot no. Details are not available to assist further investigation. The root cause of this event is determined to be multi-factorial. Handpiece: system 5 sagittal saw.